Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not attached properly. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Additional information received at smiths medical 04-jun-2021: date unknown. Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Unable to repeat customer's reported problem regarding the -cassette not properly attached- issue during the investigation. High alarm displayed -cassette not attached properly- and high alarm silenced -cassette not attached properly- alarm messages were found in the pump's event history logs. Downstream occlusion sensor was replaced due to air bubble found of the sensor seal cover. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.